Event description:
A report was received that the patient was experiencing discomfort due to the ipg location. The patient underwent an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
Sc-1132 (sn (B)(4)): device evaluation indicated that the ipg passed all tests performed. Sc-4316 (ln 18490190): device evaluation indicated that the clik anchor passed all tests performed. Sc-2218-70 (sn (B)(4)/(B)(4)): device evaluation indicated that the leads were cleanly cut into two pieces. Damage to the devices was a result of a typical explant procedure and it was not considered a failure. X-ray inspection of the pieces found no other cable fractures. Sc-2218-70 (sn (B)(4)): device evaluation indicated that the lead was cleanly cut into two pieces, and one of the cables was pulled and exposed. Damage to the devices was a result of a typical explant procedure and it was not considered a failure. X-ray inspection on the pieces found no other cable fractures.

Event description:
A report was received that the patient was experiencing discomfort due to the ipg location. The patient underwent an explant procedure. No device malfunction was suspected.